Event description:
An endovive standard peg kit was used during a feeding tube placement procedure on a female patient in 2008. It was reported that during prep, "the scalpel would not open". Additional information provided by the complainant revealed that "the procedure was aborted, because the patient began to bleed in the abdomen." Reportedly, the bleeding was not caused by the scalpel or the peg since there was no patient contact with any of these devices. And, the physician wanted to postpone the procedure, due to the patient's condition. No patient complications were reported as a result of the event.

Manufacturer narrative:
A visual examination of the returned device revealed that the shield on the scalpel was damaged, and the locking tabs of the protected cover were bent away from the handle (ref: figure 1). A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. The april 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. The cause of the reported malfunction is undetermined. See scanned page.